Event description:
It was reported that during the implant attempt, the physician was unable to find an area of stable sensing and undersensing was noted. Additionally, the patient was in atrial fibrillation (af). The lead was not used and the atrial port was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.